Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 296 mg/dl. The troubleshooting was performed for the no delivery alarm. The customer reported that they had tried all the remedies. The customer was advised the insulin pump will need to be replaced, advised to retrieve and save insulin pump settings and advised to revert to backup plan. The insulin pump will be returned for analysis.